Event description:
It was later reported that the pump was explanted on 7/30/2013. The catheter was capped and was to be used later. The event resolved without sequelae on (B)(6) 2013 and not (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Dehiscence of the pain pump pocket was reported ¿post maintenance replacement of pain pump¿ and was noted to be post-operative wound dehiscence. It was noted as unlikely related to the device or therapy and related to the implant procedure. The patient¿s symptoms included wound separation with drainage. The medications used within the system were sufenta, bupivacaine, and clonidine. The patient¿s outcome was resolved without sequelae as of (B)(6) 2013. It was later reported that the pump pocket had been surgically revised and debrided.

Event description:
It was later reported that the pump "from (B)(6) 2013" was removed due to infection. Per the manufacturer's device registry, the pump was removed on (B)(6) 2013. The pump portion of the catheter was removed on (B)(6) 2013. The spinal portion of that catheter was still active. A new pump and proximal catheter were implanted on (B)(6) 2013 and they remained active.

Manufacturer narrative:
(B)(4).